Manufacturer narrative:
The field service cleaned the ise electrodes and replaced the ise pinch tube, ise nozzle, and ise syringe seal. He noticed the ise motor was hot and heating the ise system. He performed additional ise checks, calibration and quality control and the results were acceptable. The investigation determined the field actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Na quality control was acceptable before customer performed patient testing. The investigation is ongoing. (B)(4).

Event description:
The initial reporter questioned low ise indirect gen.2 na results on a cobas 6000 c (501) module. The customer provided questioned results for four patients. The initial na results were reported outside the laboratory. The customer performed repeat testing on the patient samples. On (B)(6) 2020, patient 1¿s initial na result was 108 mmol/l with a data flag, and repeat result was 139 mmol/l. On (B)(6) 2020, patient 2¿s initial na result was 102 mmol/l with a data flag, and repeat result was 147 mmol/l. On (B)(6) 2020, patient 3¿s initial na result was 119 mmol/l with a data flag, and repeat result was 145 mmol/l. On (B)(6) 2020, patient 4's initial na result was 111 mmol/l with a data flag, and repeat result was 131 mmol/l. Na electrode lot number and expiration date were requested but not provided.